Event description:
It was reported that the patient underwent a hip revision approximately three years post-implantation due to pain and radiolucency of component. It was confirmed that no further information could be provided.

Manufacturer narrative:
(B)(4) h10: arcos 15x150mm spl tpr dist item: 11-300815 lot: 65750703. Arcos con sz c std 60mm item: 11-301303 lot: 65710916. G7 osseoti multihole 58mm g item: 110010267 lot: 7196540. G7 hi-wall e1 liner 36mm g item: 010000937 lot: 7210981. Delta ceramic fem hd 36/-3mm item: 650-0660 lot: 3095592. G2: foreign ¿ australia . The product was requested but was not returned by the hospital and will therefore not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.